Manufacturer narrative:
Initial investigation - record review a review of the mfg. Lot build database for the reported lot# 3255850 (mfg. 05/2016) showed 28000 units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Engineering testing & analysis is in progress. The exact cause(s) of the reported event at this time are unknown.

Event description:
Int'l. ((B)(6)) complaint received initially reporting intermittent incidents of minor leakages/air in lines with use of unspecified dialysis set-ups which included d1000 tego connectors. The initial information received reported during dialysis sessions "..tego has been sucking air and or leaking. The faulty tego's were discarded before (facility) realized there was an issue. A few tego's were handed in without lot # " were also discarded. Follow up information received reports this (B)(6) event as follows: " approximately 40 min in to treatment air in blood alarmed on machine. Unable to clear air from system. Unable to give blood back to patient. New system re-primed, tegos changed and treatment resumed. Approximately 26 min in to second set up air noted in system again. Unable to retransfuse blood. Stat cbc, renal, u/c drawn. New system reprimed. Tegos changed second time. And dialysis initiated for 3rd time with no events. ". There were no reported patient injuries and or adverse consequences. Pt. Maintained baseline status and experienced no injuries and or adverse outcomes.